Event description:
Information was received from a trial patient. It was reported that the trial procedure occurred on (B)(6) 2016. The night before the report the patient experienced 2 blackouts, temporary loss of hearing, and temporary loss of eyesight. The patient stated that they resolved themselves. The patient stated that they would call back during business hours and also call their health care professional (hcp).